Event description:
It was reported that the right ventricular lead had high threshold. The right ventricular lead remains in use and a new ventricular pacing/sensing lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.